Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The pin is fractured and exhibits signs of repeated use. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, a drill pin was cross-threaded in a cut guide and became stuck. It could not be removed from the cutting block. No adverse events have been reported as a result of the malfunction.